Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear due to buttons not responding. Customer states that insulin pump was too hot when attempted to bolus and then received a button error alarm. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump received with blank display and battery heating up due to lcd puncturing through the isolation tape and making contact to the positive side of the battery tube. The insulin pump was unable to verify button error alarm and unresponsive button due to blank display. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump had moisture damage on interface board noted.